Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2016, the displayed residual longevity was 2 years and 4 months. One year follow-up was scheduled. Upon interrogation on (B)(6) 2017, the displayed residual longevity was lower than three months. The patient had no underlying rhythm. A device replacement was planned for (B)(6) 2017.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2016, the displayed residual longevity was 2 years and 4 months. One year follow-up was scheduled. Upon interrogation on (B)(6) 2017, the displayed residual longevity was lower than three months. The patient had no underlying rhythm. A device replacement was planned for (B)(6) 2017.